Event description:
It was reported that rv lead had high impedance and apparent conductor fracture. The lead was capped and replaced. There were no complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.